Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the battery cap on the insulin pump was worn and that she has been experiencing unexplained no delivery alarms. The blood glucose reading was not given. No further information was reported as the customer declined to troubleshoot.